Manufacturer narrative:
Customer did not provide serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a faulty power supply. Customer reported no patient /user involvement.

Manufacturer narrative:
Complaint submitted in error. Customer ordered parts for direct sale, supply spares only.